Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A micropuncture transitionless access set was being used in an ablation. A voluntary medwatch (mw5071744) stated that during radiofrequency ablation of the left great saphenous vein, the end of the guidewire (a 2in flexible portion) broke off inside the vein. Following an x-ray, the entire piece was removed and procedure was completed successfully. According to the reporter, no other adverse effects were experienced due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Attempts have been made to acquire additional information regarding this product event and the patient; however, no response was provided. Based on the limited information, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints. .